Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and photos of the product were taken. The photos confirm the complaint for a fractured tunneloc. The device was returned broken and incomplete. Due to the condition the device was returned in dimensional testing is not possible. Functional testing of the device could not be performed due to the multiple broken pieces. There is also a fracture on the self-locking tensioning handle that could have led to the device not clicking as tension was attempted to be applied. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tensioning handle did not click when it was being pulled back and did not pull tension on the graft. It also broke apart where the tensioning arm separated from the shaft of the handpeice. No peices fell into the patient, and no serious injury was reported.

Manufacturer narrative:
(B)(4). Therapy date = (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tensioning handle did not click when it was being pulled back and did not pull tension on the graft. It also broke apart where the tensioning arm separated from the shaft of the handpeice.